Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the event occurred due to insufficient reprocessing which caused foreign material to lodge in the scope and the material came out of the scope with fluid. Additionally, the chemical solution remained in the scope causes the scope to be corroded since the scope was not used for a long time. The user handling deviated from the IFU for the non-olympus aer and accessories, which were not listed as compatible with the scope. The IFU (instruction for use) states the following: "important information ¿ please read before use: instrument compatibility: refer to ¿system chart¿ in the appendix to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage."

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer wanted to know if the channel was metal. Tac advised that it was not and recommended that the customer complete the leak test again, just in case the fluid or discoloration was coming from the inside of the scope. The customer reported that the scope would be cleaned, leak tested and check again. A follow up email from the customer states that the scope passed the leak test and was able to be fully cleaned without any new discolored fluid being present. In addition, the scope was not returned to the service center for evaluation. A review of the instrument history found no service/repair record since the date of purchase on december 29, 2012. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during pre-inspection prior to the procedure, a ¿rust¿ looking fluid was noted coming from the scope after cleaning. The customer reported that the scope had not been used in a while. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. Additional information from customer states reprocessing consist of the following: cleaning & disinfectant solutions: medivators intercept detergent ref (B)(4), medivators part a/part b rapicide pa high-level disinfectant ref(B)(4). All scope channels are brushed during manual cleaning with a single use brush. (Pull thru gi endoscope cleaning device) - medivators ref (B)(4). Pre-cleaning is being performed immediately after a procedure - endoscope is flushed (suctioned with sterile water mixed with intercept solution & washed with soft sponge a couple of times before it is wrapped in a biohazard bag and brought to the endoscope cleaning room). Pre-cleaning plus manual cleaning is performed before scope is processed (double cleaning). All endoscopes are being leak tested prior to manual cleaning. (Medivators model mu-1) leak tester. 2 aer: medivators dsd edge endoscope reprocessing system serial #(B)(6). No problems noted with aers- last pm ((B)(6) 2020). In-service conducted by olympus endoscopy support specialist on (B)(6) 2020. Our facility has had changes in our endoscopy reprocessing personnel since last on-site visit by an olympus ess. All personnel is trained on how to properly reprocess an endoscope. All endoscopes are hung and stored in a ventilated scope cabinet.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the customer. Please see the updates in sections: g4, g7, h2 and h10. Additional information from the customer states that the scope will be sent in for repair. The scope has not been used in a procedure since the brown fluid was noted. Carrol stated the fluid appears to coming from the distal end cover. Also obtained the initial report's title "laser safety officer/ technical coordinator."